Event description:
It was observed that during the device evaluation, the subject device exhibited dimming does not function and the endoscopic image is too bright or dark to recognize visually. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dimming does not function, and the endoscopic image is too bright or dark to recognize visually. Inspection revealed that part of the light guide bundle was fractured, but no obvious malfunction was found in the light source console should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.